Event description:
Prior to the pt's inclusion into the study and on an unk date, a bifurcated lesion in the distal rca and the postero lateral branch was treated with a 2.25x18mm bx sonic stent. The target vessel treated in the study was the same vessels, with 85% in-stent restenosis of the bx sonic stent. The pt is a male with a history of previous pci (which was revascularized), previous CABG (2003), hypertension, hyperlipidemia, smoking, and myocardial infarction. Medications prior to being treated in the e-select study were aspirin, clopidogrel, statins, ace inhibitors, and beta blockers. The pt was admitted with unstable angina pectoris. An 85% restenosis of a previously implanted bx sonic 2.25 x 18mm stent was treated with a cypher select plus stent ( 2.25 x 18mm) . Post-procedure stenosis was 0%.

Manufacturer narrative:
The product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.